Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) was dispatched and evaluated the au680 clinical chemistry analyzer. The fse replaced an ise (ion selective electrode) buffer valve on the instrument. Replacement of the part resolved the issue. (B)(4).

Event description:
On the (B)(6) 2017 a customer in (B)(6) reported the generation of high ise (ion selective electrodes) results on beckman coulter au680 clinical chemistry analyzer (s/n (B)(4)). No erroneous results were reported outside the laboratory. The customer stated that all ise results generated were high and out of reference limit with results for sodium (na) and chloride (cl) over 200 mmol/l. The customer was unable to provide any example of patient results. There was no report of change to patient treatment in connection with this event. There was no report of calibraiton issue and the qc recovery was within specifications prior to testing the patient samples.